Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed an unrelated unacknowledged replace cartridge alarm which is appropriate during pump use. No damage or moisture was observed to the battery compartment. The pump passed leak testing. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the bolus cover was damaged. The bolus button was appropriately responsive.